Event description:
It was reported that the patient with this previously capped implantable lead had exhibited infection. A revision was performed and the pacemaker with the right ventricular lead, right atrial (ra) lead and the previously capped lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).